Event description:
New information received notes that the patient was fine after follow-up visit on (B)(6) 2017. The replacement procedure was performed with no adverse events. The patient left the procedure room in stable condition.

Manufacturer narrative:
The complaint was not verified. When received the device failed to communicate. Further analysis will not be performed at this time per legal hold.

Event description:
It was reported that the ICD could not be interrogated with multiple programmers. Surface EKG showed that the device was not pacing. The patient was not symptomatic. Premature battery depletion and device reaching end of life was suspected. Device was explanted and replaced. The patient reported to experience a lot of pain and sufferings from the replacement procedure. No further information is available at this time.